Event description:
The sales representative reported on behalf of the customer ias12-100lpi, airseal 12/100mm lpi port was being used during an unknown procedure on an unknown date when it was reported ¿approximately 8 as ports, 12-100, that have cracked at the distal tip after/during surgery. The patients were ok but the or director of the urology dept. Made me aware of the situation and I stopped by to check. We reminded her to remind staff to watch for ¿torquing¿ and when she reminded staff the ports stopped cracking. I told her we would still take the ports and inspect for any defects.¿ further assessment questioning found that ¿a piece did fall into the abdomen and it was pulled out by a laparoscopic grasper.¿ there was no report of injury, medical intervention, or hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer ias12-100lpi, airseal 12/100mm lpi port was being used during an unknown procedure on an unknown date when it was reported ¿approximately 8 as ports, 12-100, that have cracked at the distal tip after/during surgery. The patients were ok but the or director of the urology dept. Made me aware of the situation and I stopped by to check. We reminded her to remind staff to watch for ¿torquing¿ and when she reminded staff the ports stopped cracking. I told her we would still take the ports and inspect for any defects.¿ further assessment questioning found that ¿a piece did fall into the abdomen and it was pulled out by a laparoscopic grasper...¿ there was no report of injury, medical intervention, or hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned and no photographic evidence has been provided therefore the reported event cannot be verified. A device history review cannot be conducted as a lot number was not provided. A 2 year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 64 complaints, regarding 67 devices, for this device family and failure mode.(B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.